Event description:
It was reported that the patient underwent neck dissection on an unknown date and absorbable hemostat was used. During the procedure lymph ligation was performed with absorbable hemostat and fibrin glue fixation. After the procedure, the wound part was compressed and octreotide was administered for preventive treatment. On the next day after the surgery, although lymphorrhea of cervical part stopped, a large volume of chylous pleural effusion was confirmed. On post-operative days 2 through 8, the thoracic cavity was drained with a total of 21900 ml of waste fluid drained in one week. Lipiodol lymphangiography was performed to identify the leakage and a lymphorrhea stop. The waste fluid gradually decreased after lymphangiography. Because it decreased to 100 ml on post-operative day 14, oral ingestion was restarted and the chylous pleural effusion ceased. The surgeon opined that absorbable hemostat was not related to the incident. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.